Manufacturer narrative:
The pod was returned fully deployed. No damages or defects to the exposed portion were observed that would result in the reported cannula dislodging. The cause of the reported cannula dislodging could not be determined. The pod was returned with the adhesive pad fully attached to the bottom housing. No damages or defects to the adhesive pad or adhesive welds were observed that would result in the reported adhesive failure. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 4 and 24 hours. The adhesive reportedly separated completely from the infusion site (leg) while the patient was in bed, causing the cannula to dislodge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.